Event description:
This is the second of 2 reports of the bioblock implant related to the same pt. It was reported a size 11 mm, bioblock implant device was implanted in the pt's left foot on (B)(6) 2010. He reportedly experienced left foot pain which is similar to the pain and pressure experienced in his right foot prior to having the right implant removed. He reported surgery was scheduled to remove the left foot implant on (B)(6) 2013. No further info was provided.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.